Manufacturer narrative:
This report is submitted on 7 january 2021.

Manufacturer narrative:
This report is submitted on november 17, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to a cholesteatoma. The patient was been reimplanted with a new device during the same surgery.